Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date - estimate. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional xience alpine device referenced is being filed under a separate medwatch report.

Event description:
It was reported that two xience alpine stents were implanted in the left anterior descending (lad) and 1st diagonal coronary arteries 18 months ago. An angiogram on (B)(6) 2019 showed severe in stent restenosis in both vessels. The lad was re-stented with a xience sierra stent for a positive patient outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report the following information was provided: the date of the original procedure was (B)(6) 2017. A 2.25x18 mm xience alpine stent was implanted in the lad 1st diagonal coronary artery and a 2.5x23 mm xience alpine stent was implanted in the mid lad. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: date of event. Catalog# and lot#. Implant date. Manufacturing site. The device was not returned for evaluation. The reported patient effect(s) of stenosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Correction: concomitant medical product and therapy date.